Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image and bad contacts. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the green picture was due to a noisy image, bad contacts, and a faulty cable; with a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a green picture. The issue occurred during preparation for use, before the procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a green picture. The issue occurred during preparation for use, before the procedure. The procedure was completed with a similar device. There were no reports of patient harm.